Manufacturer narrative:
Correction: common device name, report source. Additional information: imdrf annex a, g, b, c and d grids. Omit: a0705 - battery problem (2885), g02002 - battery, b11 - historical data analysis, b14 - analysis of production records. Device evaluated by bd service.

Event description:
It was reported that the device battery will not hold charge. There is no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02may2019. The review was performed from the date of manufacture to the present date 05may2021 a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device battery will not hold charge. There is no patient involvement.